Event description:
Healthcare professional reported "rupture with silicone extravasation throughout the capsule" noticed upon explant. The device has been explanted.

Event description:
Patient reported left side "knows there is an ongoing recall", "swelling", implant was "broken", "leaking", "large seroma", "mixed inflammation", and "lymph node is demonstrated". Patient stated she "had symptoms common of alcl" but testing confirmed no evidence of alcl. Healthcare professional reported "silicone extravasation" noticed upon explant. The device has been explanted. Cytopathology results confirmed "no cytological evidence of anaplastic large cell lymphoma."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Patient reported left side "knows there is an ongoing recall", "swelling", implant was "broken", "leaking", "large seroma", "mixed inflammation", and "lymph node is demonstrated". Patient stated she "had symptoms common of alcl" but testing confirmed no evidence of alcl. Device remains implanted.